Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was selected for treatment, but during device deployment, while going from a neutral knob position and while establishing final arm angle (efaa), the clip arms continuously opened from around 20 degrees to slighlty over 30 degrees. The clip was opened, and the leaflets were regrasped. Efaa was performed again, but the clip arms opened again. The clip was inverted and pulled into the atrium where a third efaa was performed, but the clip arms opened again. The xtw was removed from the patient and exchanged for another xtw clip. The procedure was successfully completed with one clip implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported clip open while performing efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and return device analysis, a cause of the reported clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.